Event description:
A malfunction was reported after the customer accidentally dropped the pump on the bathroom floor. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted in resetting the malfunction code and provided instructions on what to do if the issue recurs. The customer acknowledged the guidance and continued using the pump without further issues.